Event description:
Hip dislocation requiring revision.

Manufacturer narrative:
Engineering eval of the returned cup noted scratches on the inner diameter of the acetabular shell similar to damage caused by attempts to remove the liner or shell. The rim around the apical hole also indicated deformation similar to the deformation created when the acetabular liner is seated in the shell. A quality, design or mfg issue was not evident based on a visual examination of the returned device. The device history record review provides assurance the part was accepted with conformance to the product requirements. This device is part of the incident that was originally reported on MFR report # 1038671-2010-00011.